Manufacturer narrative:
There have been complaints made by users that it appears that part of the needle broke off in the finger like a splinter. On the one occasion the "splinter" was returned, it was evaluated and found to be organic in nature. The steel used to manufacture our needles is an austentic steel which has a very high strength and good ductility and will not splinter when fired. The final complaint report is attached. (B)(4).

Event description:
A complaint made by (B)(6) medical center to cardinal health who then reported to (B)(6) - "there was a malfunction of a safety lancet for blood sugars during the paraprofessionals practice on accuchecks. When the safety lancet was deployed by another paraprofessional into another paraprofessional's finger, the needle went into the top suface of his finger, looked like a splinter. The needle is not supposed to fall out. Sales rep could not confirm if needle was detached from case and requested to contact customer for clarification." Emt was practicing obtaining blood glucose checks with another participant. When the lancet was deployed into his finger, a portion of the needle went into the top surface of his finger, similar to a splinter. It was removed from his finger and it, along with the rest of the lancet, was placed in the sharps container. The emt squeezed his finger and a few drops of blood came out then he cleaned his finger - this was the information provided on the medical questionnaire filled out by the emt provided on (B)(6) 2019.